Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/13/2026, it was reported that the patient was using a tandem t: slim x2 insulin pump at the time of the event. On (B)(6) 2026, the patient presented to the emergency room (ER) due to severe hyperglycemia symptoms, including vomiting, chest ache, abdominal pain, and increased thirst. During symptom onset and prior to arrival, her cgm (dexcom) displayed glucose readings of approximately 40¿47 mg/dl. Her son transported her to the ER. Upon arrival at the ER, a fingerstick blood glucose (fsbg) measured 1078 mg/dl, while the cgm continued to display ¿low¿ (exact value not recalled). The patient was diagnosed with diabetic ketoacidosis (dka) and dehydration. The patient does not recall the specific treatments provided for dka or dehydration, including medication names, dosages, routes, or frequencies. She recalls receiving antibiotic medication, though she does not recall the specific indication or details of the treatment. Approximately one hour later, the patient was transferred by ambulance to the ICU within the same hospital, located in a different building. Upon arrival in the ICU, her blood glucose was rechecked and measured 700 mg/dl, trending downward. The dexcom sensor and insulin pump had been removed; the patient is uncertain whether this occurred in the ER or during transfer. She received insulin injections, though specific dosing, route, and frequency are unknown. Blood glucose levels were monitored regularly during her ICU stay, but exact values are unavailable. The patient remained in the ICU for approximately 36 hours. Prior to transferring to a stepdown unit, her blood glucose was 155 mg/dl. Upon arrival to the stepdown unit, her blood glucose measured approximately 150 mg/dl (exact value not recalled). Laboratory testing was performed, and the patient reported that her white blood cell count was normal. The patient was discharged on (B)(6) 2026 without a cgm sensor in place. She reports that she is currently doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.